Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to instability. The patient's shell, head and liner were revised to a trident shell with an mdm/ adm liner construct and femoral head. Rep reported that no further information will be released by the hospital or surgeon. Update november 19, 2019: as reported by sales rep voicemail, the shell was malpositioned.